Manufacturer narrative:
The implicated product was not returned for evaluation and the consumer provided no further information on the product. A review of the process records and release testing could not be completed due to the consumer being unable to provide any further product information. A lot number was never disclosed by the consumer. Due to the lack of information the root cause cannot be determined or investigated further.

Manufacturer narrative:
4/20/2023- this report was initially sent to the FDA on 12sept2018, however the FDA did not receive the submission, therefore this report is being submitted retrospectively per FDA request.

Event description:
A consumer reported that on an unknown date, a female patient of an unknown age purchased scholl wart and verruca freeze from an unknown indication. Consumer stated that she carefully followed the instructions step by step as stated. However, once she pressed down on the can for 5 seconds as instructed, the whole can burst into flames causing a fire ball which hit the consumer's face and ignited her hand. Consumer is now left with burns to her hand and face which required hospital attention.